Manufacturer narrative:
When additional information becomes available a follow up report will be submitted.

Event description:
It was reported that the valve was under draining. The reporter indicated that a 5 year 2 month post operative valve is under draining. Additional details of the event have not been provided.

Manufacturer narrative:
Investigation visual inspection no significant deformations or damage of the valves was detected during the visual inspection. The progav valve housing was subsequently measured and indicated the presence of a deformation. The housing deformation measured at 0.065 mm, outside the tolerance of 0 ± 0.02 mm. Permeability test a permeability test has indicated that the progav valve has a blockage and that the shunt assistant is permeable. Adjustment test the progav valve was tested and is adjustable to all specified pressures. Braking force and brake function test the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus, which simulates a cerebrospinal fluid flow. Because the progav valve is not permeable, a computer controlled test was not possible. The shunt assistant operates within the accepted tolerance. Results first we performed a visual inspection of the progav shunt system. A deformation of the outer housing of the progav valve was not observed through the visual inspection. The deformation of the valve housing was indicated through a measurement of the parallelity. Next we tested the permeability and opening pressure of the valves. The progav valve was not permeable; therefore, the claim of under-drainage could not be further investigated. The shunt assistant was permeable and operating within specifications. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav valve. The valve operated as expected and met all specifications. Finally, we have dismantled the valves. Inside both valves, we have found build-up of substances (likely protein). Based on our investigation, we confirm that the shunt system was operating in an under-drainage state at the time of our investigation, because the progav was non-permeable. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. Significant outside pressure, for example by too much force from the progav adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.